Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that screws were loose at s1 and l1 with pseudoarthrosis noted at l5/s1. Patient underwent revision procedure.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show ap and lateral lumbar films show severe degenerative disc disease with a degenerative facets throughout the lumbar spine. Osteoporosis is also suggested. Stenosis is also reported l2 to s1 but cannot be verified. Subsequent decompression and fusion from l1 to s1 was performed with interbody spacers at l5 only. Subsequent films show pull out of the thoracolumbar levels l1 and l2. Lysis of the screws at these levels is noted as the thoracic spine flexed forward leaving the implant in place (in relation to the lumbar spine below). Subsequent revision included extension to t12 and augmentation of screws at t12 and l1 using pmma.